Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the performa system. Will not be returned to manufacturer.

Event description:
Customer received a result of 508 mg/dl on the mobile system, and a result of 150 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available.